Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was in the 400-500's mg/dl. The customer stated that her excess skin from her weight loss surgery prevented the sets from delivering insulin. The customer also had a low reading of 44 mg/dl in the morning before she started the pump. The customer restarted her pump and it went up to 345 mg/dl. The product was not returned for analysis.